Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The other two xience v stents are being reported under separate medwatch report numbers.

Event description:
It was reported that approximately 4 years post implantation of three xience v stents in the distal to mid right coronary artery (d-mrca), the patient experienced chest pain and shortness of breath due to in-stent restenosis of the mrca and drca. On (B)(6) 2011, the patient was hospitalized for balloon angioplasty and placement of a non-abbott stent to the restenosed stents. Also, a new lesion in the posterior descending artery was treated. There was no adverse patient sequela and on (B)(6) 2011, the patient was discharged. Although requested, there was no additional information provided.